Event description:
It was reported that dilatation was performed uneventfully. However, after retracting the balloon out of the pt, it was noticed that the distal segment of the catheter had detached and remained in the pt's vessel. The distal part of the catheter was successfully retrieved using another guide wire to catch on the shaft fragment, and pulling it out.